Manufacturer narrative:
An event regarding infection involving a triathlon tibial insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot and sterile lot referenced. Conclusions: it was reported that the patient's right knee was revised due to infection. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op x- rays, patient history, pathology report & follow-up notes are needed to investigate this event further. The internal investigation of sterilization process and records confirmed the product met sal 10-6 per corresponding iso standards. If additional information and/or device becomes available, this investigation will be reopened. The following devices were also listed in this report: triathlon prim cem fxd bplt #7; cat#: 5520b700; lot#: d6x7r; triathlon ps fem component, cemented; cat#: 5515-f-602; lot#: bxr3la; triathlon asymmetric x3 patella; cat#: 5551-g-350; lot#: a74t. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported that the patient's right knee was revised due to infection. Rep provided usage sheets from primary, prior revision, and the stage 1 revision performed now. Rep confirmed that no further information will be available.